Event description:
It was reported that 4 bd luer-lok¿ tip disposable syringes had pinholes in their unit packaging. The following information was provided by the initial reporter: "visible and palpable pinhole defects in the paper sterile packaging of 3 ml syringes. One open package, 3 unused."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary it was reported there were visible and palpable pinhole defects in the paper sterile packaging. As a sample was not returned a thorough sample investigation could not be completed. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record, production database and technician logs review was completed for provided material number 309657, lot 1140707. The review revealed all visual inspections were performed as per requirement with no quality notifications or notes related to the complaint defect.

Event description:
It was reported that 4 bd luer-lok¿ tip disposable syringes had pinholes in their unit packaging. The following information was provided by the initial reporter: "visible and palpable pinhole defects in the paper sterile packaging of 3 ml syringes. One open package, 3 unused."